Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: niedermaier b, griffo r, grott m, deissner h, muley t, neumann jo, winter h, eichhorn m. Robotic thoracic surgery for neurogenic tumors. J neurosurg. 2024 may 31:1-9. Doi: 10.3171/2024.3.jns232860. Epub ahead of print. Pmid: 38820608. Section a: patient information - no specific patient demographics were provided for the patients that had complications. The median age of all the study patients is 51 years, the majority (56%) of the patients were males, the median weight of all the study patients was 79kg. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described a retrospective study that evaluated all robotic-assisted thoracic surgery (rats) surgeries for neurogenic tumors between 2018 and 2023 at a thoracic surgery center. During a 5-year period, 27 patients were included in the study. The median operating time was 69 minutes, which had a significant correlation between tumor size. One patient required conversion to thoracotomy due to adhesions from previous hemothorax, and required intra-operative blood transfusion. Complications were observed in 11 patients, which included a lymphatic fistula, pneumonia, prolonged air leak, and 4 cases of postoperative pain persisting for more than 4 weeks. The patient who developed a lymphatic fistula with chylothorax requiring reoperation on the 7th postoperative day. The patient returned for a repeat thoracotomy with ligature of the thoracic duct. The patient who experienced prolonged air leak was resolved spontaneously, and was discharged on post-operative day 9. Neurological complications were mostly observed in patients with tumors located at the thoracic apex: 2 cases of horner's syndrome, 2 cases with compensatory hyperhidrosis, 1 patient with paresis of the recurrent laryngeal nerve. There was no 30-day mortality nor da vinci device issues mentioned in the article. Intuitive surgical, inc. (Isi) followed up with the author and it was confirmed that there was no da vinci device malfunction and that all complications were unrelated to any da vinci devices. The complications encountered were general surgical complications or neurological deficits related to the nerves affected by the tumors.